Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 429 mg/dl. Customer did not have a plunger. Customer was able to perform a 5.0 unit fixed prime and insulin did exit. Customer was able to resolve no delivery with a complete set change.